Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Sepsis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In early (B)(6) 2024, the patient was hospitalized in intensive care for three weeks due to sepsis. The reporter thought that the sepsis was due to the retaining plate coming loose, allowing stool to leak from the stoma. While in the hospital the patient received IV antibiotics and lost weight. On (B)(6) 2024 the patient was in rehab. There were no additional medical details provided by the lay reporter. This complaint is conservatively being attributed to abbvie's device.